Manufacturer narrative:
Note: the MFR completed all of the info on this form. Further eval pending upon return of damage components.

Event description:
"Fiber coupler assembly that is in the laser right now was severely melted. The blastshield had a burnt hole in the center. The lens coupler has multiple pits and was covered with brownish color." This info is documented as reported to trimedyne.